Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk, implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2011; 5568, implantable pacing lead, (B)(6) implanted: 2008. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead appeared to have a "slice" near the pin. An attempt was made to fix this, but the lead would not function and they were unable to access the left subclavian. The lead was capped. No patient complications have been reported as a result of this event.